Manufacturer narrative:
The hill-rom technician found the head side rail cables needed to be replaced and suggested the account replace the cables. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The account moved the bed to a storage area and it is unknown if account will repair the device. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not go off when head section was in the highest position. The bed was located at the account. There was a minor patient injury reported. (B)(4).